Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that a few months prior to this report the patient was at the dentist¿s office getting their teeth cleaned and the dentist was using ultrasound to clean. It was reported that patient had eyes closed and saw bright shooting lights, so the dentist stopped using the ultrasound to clean the patient¿s teeth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.